Event description:
Overdelivery reported. The pump was set to infuse an unspecified hydration fluid at 80ml/h with a volume to be infused of 1000ml. Approximately one hour later, the pump alarmed and it was noted that the intravaneous container was empty. The patient was monitored closely and no adverse effects were observed. No additional information was available.